Event description:
It was reported that the paramedics were called after the customer experienced a low blood glucose reading of 22 mg/dl. The customer had been experiencing low blood glucose levels for the past two days, according to the customer's wife. The wife declined troubleshooting, and requested to have an insulin pump trainer go to her home to conduct the troubleshooting. Advised that the insulin pump trainer would be contacted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.